Event description:
The following has been reported: "pressure sensor kit faulty." Remarks: need to replace pressure sensor, force sensor alarm- calibration failed." Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log was not reviewed because it is not provided. The device was not returned to brézins for investigation as repairs was carried out locally. The received video shows that error code 22 is displaying on the device screen. Unfortunately after several attempts to obtain more information about the repairs, the replaced parts, the log data and the device return, nothing was provided. Due to the lack of information, the investigation could not be performed and no root cause can be identified. The reported event is confirmed by video. If further information are provided we will re-open the complaint and pursue the investigation. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.